Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification and passed self test and displacement test. No unexpected battery alarms including low battery alarms were noted. Unable to perform occlusion test, basic occlusion test, prime / a33 test, excessive no delivery test or verify motor error alarms or excessive no delivery alarms due to detached end cap. The motor was tested outside the device and passed. Device received with cracked case at display window corners, display window and battery tube threads. Device received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had no delivery alarm. Customer stated that the insulin pump had diminished battery life. Customer declined troubleshooting. The insulin pump will not be returned for analysis.